Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot # va0yh4n, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was going to have a revision on (B)(6) 2016 to replace the lead wires because they thought there was a malfunction. The doctor wanted to do a revision in (B)(6) but they had to postpone it until (B)(6). The patient started getting electrical shocks from the implant and the patient could not move until it was subsided. The patient started having more problems in (B)(6) and this was when the electrical shocking started. If clothing pressed against her leads or if she was sitting in a certain position that was when she felt the shocking the most. The doctor told the patient that she was ¿a big woman and this could have something to do with it.¿ a manufacturing representative (rep) later reported that he was not aware of the reason for the surgical revision as the doctor would just call him and would tell him ¿this is what we¿re doing.¿ further follow-up is being conducted to determine what troubleshooting, actions or interventions were performed, if the cause o f the shocking and lead malfunction was determined, and if the issues had been resolved. If additional information is received, a follow-up report will be sent.